Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/16/2026 at approximately 4:00 pm, the patient checked her cgm, which displayed 116 mg/dl. No fingerstick blood glucose (fsbg) was performed at that time because the patient felt well. Shortly afterwards, the patient lost consciousness (loc). Her spouse awakened her and administered an oral sugar solution consisting of apple juice with added sugar. At approximately 5:00 pm, paramedics were called. Upon arrival, paramedics administered two glucagon injections. The patient was unable to confirm whether a fsbg was performed prior to glucagon administration and could not recall the cgm reading at that time. Post glucagon administration fsbg showed 70 mg/dl, while the cgm concurrently displayed 65 mg/dl. Paramedics remained with the patient for approximately one hour and provided a peanut butter and jelly sandwich. The patient reported feeling significantly better after the paramedics left. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient was given glucagon, it was reported the blood glucose fall within the a zone of the parkes error grid. No additional patient or event information is available.